Event description:
During left hip arthroscopy labral repair, flow port ii cannula with obturator was in use and the tip of the cannula broke off inside the hip joint. Physician noticed this right away and the piece was retrieved. No harm to patient.